Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover. Also, evaluation found the adhesive on the bending section cover was chipped, the bending angle in the up direction did meet the standard value due to wear of the angle wire, the image had white dots due to damage on the charged coupled device (ccd) unit, the connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe, the video connector case was cracked, the indication on the light guide connector was not correct, this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the tip of the endoeye flex deflectable videoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to the peeled adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by stress of repeated use. However, a definitive root cause was not established. Olympus will continue to monitor field performance for this device.